Manufacturer narrative:
Additional information: b5 - the reporter indicated that a 13.2mm, vicm5 13.2, -05.00 diopter, implantable collamer lens was implanted into the patient's left eye (os). Excessive vault was observed; reporter stated "left eye high vault nearly 1000 microns." The lens remains implanted and medical staff is monitoring the results. Corrected data: b1- in initial MDR is corrected to product malfunction. B3-unk h1- in initial MDR is corrected to malfunction. H6- health effect code 4629 is corrected to 2199 type of investigation 4110. Needed to be included in initial MDR result code 114 is corrected to 213. H10-lens work order search: no additional similar complaint type event(s) within associated lots were found. Needed to be included in initial MDR. Claim# (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that a 13.2mm, vicm5 13.2, -05.00 diopter, implantable collamer lens was implanted into the patient's right eye (od). Excessive vault was observed and the lens removed and replaced with a smaller length lens. Per reporter, "patient left eye hight vault (nearly 100 microns). Due to this reason we are changing the right eye size to 12.6 diameter. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
Corrected data: b5- a 13.2 vicm5 13.2 of -5.50 diopter; implantable collamer lens was implanted into the patients left eye (os). Excessive vault was observed. Lens remians implanted. Reporter states, a smaller lens has not been ordered. D4- in initial MDR is wrong serial number. Corrected to serial number (B)(6). H10-lens work order search performed for updated serial number: no additional similar complaint type event(s) within associated lots were found. Claim# (B)(4).